Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00044 on 31-jan-2023. Additional information (15-feb-2023): siemens reviewed the services performed by the siemens customer service engineer (cse), which included inspecting the probe and mixer alignments and servicing the 1mm dilution pump and seals. The cse noted the advia 2400 chemistry system was verified and operating as specified post-service repairs. Siemens concluded that the potential cause of the falsely elevated sodium (na) result is due to the dilution pump seals. The system is operational, and no further evaluation was required. Section h6 (investigation conclusions) was updated to reflect the additional information.

Event description:
The customer obtained a discordant falsely elevated sodium (na) result for one patient on an advia 2400 chemistry system and reported the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate advia 2400 chemistry system. The customer noted the repeat results were correct and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the advia 2400 chemistry system and found the dilution aspiration pump leaking at the seals. The issue was resolved by servicing the pump. The alignments of reagent dispensing pump 2 (rp2) were verified and adjusted. The customer ran quality control (qc), and the system performed as specified. Siemens is investigating the event.